Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient present in clinic with right ventricular lead noise. It was identified on high ventricular rate episodes and noise reversion episodes. It was reproducible with pocket manipulation. Program changes were made. All other lead measurements were stable. Patient would continue to be monitored. Patient was stable.